Manufacturer narrative:
Updated the event description based on additional information received on 05-may-2020. Reported event: an event regarding patient factors involving unknown stryker hip was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that patient's sciatic nerve had been traumatized during the extended procedure to clear the damaged tissue and had difficulty in right foot. Had the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the ongoing treatment post-revision. As reported in medwatch mw5092796: doctor replaced ball and socket components, originally placed in 2008. Right hip. Doctor stated that the sciatic nerve had been traumatized during the extended procedure to clear the damaged tissue and took over two hours longer. The right foot did not respond to physical therapy in the hospital, so I was released with an afp brace. Further, testimony and continued disability caused the doctor to "reattack" the damaged right hip from the rear on (B)(6) 2019. During this procedure scar tissue was removed from the sheath on the nerve manually through the 8 inch incision. Electric stimulator of the nerve caused toes to move. Still treatment for lower extremity blood clots and foot swelling continue into the sixth month, with minor improvement. Update 05-may-2020: "add'l info received [by FDA] on 03/23/2020 from reporter for report mw5093848. Gentlemen: the items are my wife's request for a class 1 recall of stryker metal-on-metal hip head ball components. Included are her personal notes, dr. [...] Surgical reports (3), dr. [...] Pres-surgical comment, lab reports from [...] 2019 - [..] 2019, and her FDA form 3500 submission. The FDA was being asked to start the recall class 1, for the sake of other patients who might have the same corrosion caused metallosis. A report on webmd/v and a market publication of november 2014 show that over a billion dollars in federal court [...] Have been paid by stryker for similar hip components, yet our doctor has not been notified of the recall. To date, [...], has been unable to use her right foot. After the [...] Surgeries, with charges submitted to [...] And [...] - for life, the government asked the cause. We responded that it was metal corrosion from a stryker hip replacement of [...] 2008. We were instructed to wait upon the u.s treasury being made whole, before submitting our claim. Now, approaching nine months, requiring 24/7 care, we have asked the FDA for the recall. Expecting that stryker would respond quickly to the government, we borrowed against our personal retirement accounts, for a used vehicle, and other disability support items. Fast forward into 2020, no response from our [...] Attorney cause us to make the following: declare the class 1 recall; settle the current u.s government claims, and future claims related to it; considering how stryker corporation might replace our common stock losses from our retirement accounts. (This is not a litigation, because we are directed to await the government). (Coronavirus market effects all of us with our holdings). To date stryker has not received catalog or lot details to investigate recall status.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for the ongoing treatment post-revision. As reported in medwatch mw5092796: doctor replaced ball and socket components, originally placed in 2008. Right hip. Doctor stated that the sciatic nerve had been traumatized during the extended procedure to clear the damaged tissue and took over two hours longer. The right foot did not respond to physical therapy in the hospital, so I was released with an afp brace. Further, testimony and continued disability caused the doctor to "reattack" the damaged right hip from the rear on (B)(6) 2019. During this procedure scar tissue was removed from the sheath on the nerve manually through the 8 inch incision. Electric stimulator of the nerve caused toes to move. Still treatment for lower extremity blood clots and foot swelling continue into the sixth month, with minor improvement.

Manufacturer narrative:
The following devices were also listed in this report: modular dual mobility insert; cat# 626-00-42e ; lot# 67758503. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding patient factors (nerve palsy) involving an adm liner was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this patient underwent a primary total hip arthroplasty using cementless components in (B)(6) 2008. Approximately 11 1/2 years later this patient required revision for what is described as corrosion at the head neck junction. A revision was carried out and unfortunately the patient sustained a fracture of the greater trochanter, and a complete sciatic nerve palsy and a dvt. I can confirm that the patient had both the primary procedure and the revision procedure since I was able to see x-rays with the implants in place. [...] I cannot confirm the root cause of this event with certainty. Causes of head neck corrosion are multifactorial including surgical technique factors, patient activity level and bmi, and implant factors. Causes of complete sciatic nerve palsy are also multifactorial but most likely involve surgical technique factors in either stretching or twisting of the nerve, direct compression of the nerve or in rare cases transection of the nerve which did not occur in this case. The causes of dvt are also multifactorial depending on the patient's activity level and medical condition as well as hematological and metabolic factors. [...] Based upon my review of the three operation reports, my conclusion of assessment is unchanged. I can add that the revision procedure was performed through an anterior approach, which historically does result in more complications, including fractures, and nerve dysfunction." -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient underwent a medical procedure to address sciatic nerve palsy. No allegations were reported against the stryker devices, and they were not revised during the procedure. A review of the medical records by a clinician confirmed the event and indicated the following: "causes of complete sciatic nerve palsy are also multifactorial but most likely involve surgical technique factors in either stretching or twisting of the nerve, direct compression of the nerve or in rare cases transection of the nerve which did not occur in this case. [...] The revision procedure was performed through an anterior approach, which historically does result in more complications, including fractures, and nerve dysfunction." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the ongoing treatment post-revision. As reported in medwatch mw5092796: doctor replaced ball and socket components, originally placed in 2008. Right hip. Doctor stated that the sciatic nerve had been traumatized during the extended procedure to clear the damaged tissue and took over two hours longer. The right foot did not respond to physical therapy in the hospital, so I was released with an afp brace. Further, testimony and continued disability caused the doctor to "reattack" the damaged right hip from the rear on (B)(6) 2019. During this procedure scar tissue was removed from the sheath on the nerve manually through the 8 inch incision. Electric stimulator of the nerve caused toes to move. Still treatment for lower extremity blood clots and foot swelling continue into the sixth month, with minor improvement. Update 05-may-2020: "add'l info received [by FDA] on 03/23/2020 from reporter for report mw5093848. Gentlemen: the items are my wife's request for a class 1 recall of stryker metal-on-metal hip head ball components. Included are her personal notes, dr. [...] Surgical reports (3), dr. [...] Pres-surgical comment, lab reports from [...] 2019 - [..] 2019, and her FDA form 3500 submission. The FDA was being asked to start the recall class 1, for the sake of other patients who might have the same corrosion caused metallosis. A report on webmd/v and a market publication of november 2014 show that over a billion dollars in federal court [...] Have been paid by stryker for similar hip components, yet our doctor has not been notified of the recall. To date, [...], has been unable to use her right foot. After the [...] Surgeries, with charges submitted to [...] And [...] - for life, the government asked the cause. We responded that it was metal corrosion from a stryker hip replacement of [...] 2008. We were instructed to wait upon the u.s treasury being made whole, before submitting our claim. Now, approaching nine months, requiring 24/7 care, we have asked the FDA for the recall. Expecting that stryker would respond quickly to the government, we borrowed against our personal retirement accounts, for a used vehicle, and other disability support items. Fast forward into 2020, no response from our [...] Attorney cause us to make the following: declare the class 1 recall; settle the current u.s government claims, and future claims related to it; considering how stryker corporation might replace our common stock losses from our retirement accounts. (This is not a litigation, because we are directed to await the government). (Coronavirus market effects all of us with our holdings).